Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd cleo infusion set experienced tubing separation from the infusion site within 24 hours of use. They noted pain at the infusion site however; the device remained in use until the tubing separated from the infusion set site while the patient was sleeping. There was patient involvement with no harm.